Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found lcd display to be broken on pcb, enclosure stained and marked, both covers were cracked and marked, mechanical component on heater was broken off, line cord was worn and pole clamp handle was broken. A DHR review was performed subsequent to the manufacturing of the device, and prior to its release, no problems were identified during this DHR review. Device tank was then filled with water and powered on. The reported customer complaint was able to be confirmed during testing as a result of a broken lcd. Problem source of the broken lcd has been determined to be user interface.

Event description:
Information was received that device lcd display is broken. No adverse effects reported.